Manufacturer narrative:
Due to character restrictions in block e1 telephone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) no pressure display or pressure waveform and needed to be zeroed. The pressure was able to be observed through the monitor and it was normal, however, multiple zeroing attempts were ineffective. There were no causalities reported.

Event description:
N/a

Manufacturer narrative:
The equipment does not need repair at present (the customer currently intends to solve it by himself).